Manufacturer narrative:
(B)(4). Date sent: 3/26/2025 d4 batch #: y70543 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade tip off returned. In addition, the device was returned with the tissue pad damaged, melted. During functional testing on gen11, an alert screen was displayed. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch y70543 and no non-conformances were identified.

Event description:
It was reported that, during thoracoscopic lobectomy, ¿remove instrument from patient¿ was displayed, and the device was pulled out from the body. ¿clean blade¿ was displayed, and the nurse swiped the blade with saline gauze, but the black blade was broken in the gauze. No pieces were fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.